Manufacturer narrative:
The description of the event and the test of the device itself provided a basis for the investigation. The reported "sensor pressure alarm" could not be reproduced as the pressure measured was very stable. A root cause for the reported failure could therefore not be identified. The identified damaged cable and the damaged front panel cannot result in the reported failure. In case of identified technical problems, the device alarms visually and acoustically. An independent ventilation device must be used in case ventilation is stopped by the device. Similar complaints ("s3 pressure too high" during ventilation function) are not known. Further measures were not taken.

Event description:
It was reported that an oxylog 3000 respirator suddenly stopped ventilation and displayed the error message "sensor s3 pressure too high". There was no injury reported.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the final report.